Event description:
It was reported the device battery status was at "replace pacer" and the battery voltage and impedance values remained normal. The device battery depleted rapidly and suddenly reached a status to replace the device. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data collected from the device was also analyzed. There was a depleted timestamp recorded in the device memory. The load test showed that the battery does not meet the criteria for depleted status.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found. Performance data collected from the device was also analyzed. There was a depleted time stamp recorded in the device memory. The load test showed that the battery does not meet the criteria for depleted status.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.